Event description:
It was reported that the tyvek on the package was torn. The device was not being used in a procedure when the problem was noticed. There was no patient contact.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.